Manufacturer narrative:
Concomitant product:: 4965-35 lead, implanted: 2012-01-18; 5071-53 lead, implanted: 2017-04-13; c4tr01 device, implanted: 2017-04-13 a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than one month after implant of the epicardial left ventricular (lv) pacing leads, intermittent cross chamber oversensing was observed from the low-voltage right atrial (ra) lead and right ventricular (rv) lead. The oversensing signal was the mirror image of the opposite chamber, which was suspected to be due to insulation damage of the ra and rv leads, where the two lead conductors were making contact. It was added the rv pacing lead triggered a lead impedance alert and low pacing impedance was noted, along with pacing inhibition. The ra pacing lead also showed a high pacing threshold, low pacing impedance and inappropriate mode switches. The lv leads exhibited a high pacing threshold and the other lv lead displayed no capture. The ra lead, rv lead and both lv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.